Event description:
It was reported the pt experienced leg weakness and had difficulty with urination post permanent implant procedure. The pt underwent surgical intervention to explant the system. Further f/u identified the pt was reported to have been diagnosed with failed back surgery syndrome (fbss). A CT exam prior to explant showed a hematoma. The pt's symptoms are gradually resolving. However, the pt continues to experience pain. The pt is working closely with her pain management physician for further treatments.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.